Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The product labelling for the minicap device clearly warns the user to refrain from using the product "if the pouch is stained on the outside or has been opened or damaged". A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an automated peritoneal dialysis (apd) patient made a use error leading to a breach in aseptic technique which resulted in peritonitis. It was reported that, prior to use, the patient noted a hole (described as a pinhole) in the pouch of a minicap and then used that minicap for pd therapy. The cause of the pinholes was unknown. Subsequently, early the next morning, the patient experienced peritonitis manifested by abdominal pain, diarrhea, yellowish peritoneal effluent and vomiting. On the same day, the patient visited the emergency room and was diagnosed with peritonitis. It was not reported if the patient was admitted to the hospital for the event. On the same day, the patient began treatment for the event with ceftriaxone, 1 gram and amikacin, dose unspecified (routes and frequencies were not reported). One day later, the treatment for the peritonitis was changed to intraperitoneal (ip) cefepime, 1 gram per day, vancomycin, ip, 1 gram every 5 days, and heparin, ip, 1000 iu (international units) frequency not reported. Eight days after onset, the peritonitis was resolved, the patient was recovered and the peritonitis treatment was projected to be ongoing for another 10 days (¿reportedly to complete a total duration of 21 days¿). At the time of this report, retraining in proper aseptic technique for the patient was requested, however, unknown by the reporter if it had been completed yet. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The five actual device samples were received for evaluation. A visual inspection was performed and a perforation in aluminum foil of the packaging was identified in the 5 samples received. The pouches from the sample were closed and sealed. The pouches were opened and the sponges were correctly inserted and no povidone iodine was spilled. In addition to the inspection of the actual samples, fourteen retention samples were evaluated with no issues noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.